Event description:
It was reported that during an endoscopic procedure, a balloon rupture occurred. The target lesion was in an unspecified bile duct location. An extractor rx 12-15 mm retrieval balloon had been selected for use; however, during unpacking, it was noticed that the balloon was ruptured. The device did not come into contact with the pt. The procedure was completed with an unspecified type of different device. There were no pt complications reported with the pt's current condition listed as "good".

Manufacturer narrative:
Device analysis: the complaint sample was not returned for eval as it was disposed of at the user facility. Device history record review was performed and no issues were noted. The device history record review confirms that the device met all material, assembly and performance specifications. The most probable root cause is handling damage.